Event description:
It was reported the handle of the catheter leaked near the joint between the handle and the irrigation port. The catheter was replaced and the procedure was completed without any further problems.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed this lot met mfg requirements prior to shipment. (B)(4).